Event description:
Additional information obtained indicating that boston scientific technical services (ts) reviewed patient monitoring system data and revealed latest available shock impedance value was recorded to be 107 ohms. Other electrical measurements appeared to be stable and in within range measurements. Sensing is fluctuating between 25 mv and 14 mv. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and an unknown right ventricular (rv) lead exhibited high out-of-range shocking lead impedance measurement which was detected via the remote patient monitoring system. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
--